Event description:
A customer reported via phone call indicating that their insulin pump alarmed threshold suspend. The patient's blood glucose level was 117 mg/dl at the time of the call. The customer stated that three sensors failed on them in one week. The customer was informed how to avoid calibration alarms. The customer was sent a new sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite found the sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.